Event description:
Pt underwent a basket retrieval procedure for removal of kidney stones. The procedure was unsuccessful due to failure of the nitinol basket to disengage. The nitinol basket became impacted in the ureter because it did not disengage with pressure on the stone and could not be retracted. As a result of the failed procedure pt was required to undergo a second procedure to remove the stones as well as the basket and spend add'l time in the hosp recovering from the procedure to remove the basket.